Manufacturer narrative:
This report is submitted on july 1, 2019.

Event description:
Per the clinic, the patient experienced an infection at the abutment site that was treated with oral antibiotics and a steroid injection. The implant remains in-situ.